Event description:
Bilateral breast augmentation in 1979. Contracture with closed capsulotomy 2-3 years. Continues with severe bilateral capsular contracture. Right implant not ruptured; 250cc double lumen. Left implant not ruptured; 250cc double lumen. Other lumens both deflated. Removed and replaced with new gel implants.